Manufacturer narrative:
MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump displayed alert 39 indicating an insulin shaft encoder failure during attempts to perform a rewind for an infusion set change, preventing insulin cartridge insertion and resulting in inability to start a new set; the pump could be restarted but continued to fail to rewind, and the insulin cartridge status displayed as blank. Symptoms included hyperglycemia. Outcomes included elevated blood glucose for several hours without hospitalization or medical intervention, with use of backup therapy and no ketone testing. Investigation included customer troubleshooting and review of device performance based on reported alarm behavior. Manufacturer has made several attempts to obtain the device back from the user. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.